Event description:
According to the reporter, trach cuff leaks. Another trach change with deflated cuff. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.